Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the coulter lh750 hematology analyzer slidemaker produced a diluent / blood leak. Customer was unable to locate the leak source. Customer stated that patient samples and results were not affected, and that no one was exposed to or harmed by the leak. The field service engineer (fse) inspected the instrument and replaced the tubing that had a hole in it at pinch valve pv114. The root cause for the leak can be attributed to a hole in tubing routed through pinch valve pv114.